Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (521 mg/dl). Reportedly, the customer believed elevated bg levels may be due to a bent infusion set cannula; however, the cause was unknown. Customer delivered a bolus to address elevated bg levels. Customer declined further troubleshooting from tandem technical support.